Event description:
It was reported following a diagnostic cardiac angiogram in preparation for valve surgery, a 6f angio-seal sts plus was deployed. Seven hours after the angiogram, the patient sat up in bed, felt pain and bleeding occurred at the puncture site. The patient became hypotensive. Manual compression was applied followed by a femostop. A large hematoma had developed and the patient received a blood transfusion. An ultrasound revealed a pseudoaneurysm. The patient underwent a thrombin injection, dose unknown. The patient was discharged 3 days after the angiographic procedure.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was not available. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.